Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the red tinted fluid aspirated from the catheter was undetermined but believed to be due to disconnect in the abdominal pocket. The actions and interventions taken to resolve the issue was the healthcare provider was going to schedule the patient for reconnection in the or (operating room) next month. Per the healthcare provider the device was at minimum rate now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (1 mg/ml at .5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a dye study was done due to potential withdrawal symptoms of nausea, vomiting, and fever. Upon aspiration of the catheter, a red tinted fluid was aspirated which did not appear to be csf (cerebrospinal fluid). Omnipaque dye was injected and was not visible anywhere along the catheter path. A lateral view of the pump showed what appeared to be dye pooling beneath the pump. It was speculated that the catheter may be disconnected at the collet. The patient additionally reported that her surgical wound had opened, and she had surgery to clean out the wound. She was currently an inpatient and on IV (intravenous antibiotics). The hospital was running cultures on the fluid obtained. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.